Event description:
It was reported the subject device had thread-like material comes out from the distal end. There were no reports of patient harm. The issue occurred during reprocessing.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and provide a correction to a previous submitted report. Corrected field: b5 updated fields: d7a, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and historical data, possible causes include damage of parts due to deterioration, deformation, or some kind of physical stress without any design or manufacturing defects. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
Reviewed due diligence dd-135888 no new information has been provided. The investigation is still open. No change in MDR reportability.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.